Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported to company representative that after they were injected in the cheeks with an unspecified juvéderm® approximately six years ago and then four years ago the product had gone under right eye, swelling developed, and small ¿bumps and lumps developed under right eye.¿ treatment is noted as ¿smooth it out/dissolve it¿ but events are ongoing at this time. No other information provided.